Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting on (B)(6) 2025, patient started getting a lot of pressure in their vaginal area. Patient stated due to this they decreased stimulation and that helped the pressure at that time, but then starting on (B)(6) 2022 patient reported getting a zapping sensation that patient described as pulsing shocks. Patient stated due to this they decreased stimulation again then reported starting on (B)(6) 2022 patient felt like the lead was "coming out" of patient's vagina. Patient stated they decreased stimulation again and that resolved this. Patient reported then the next day they felt a dull ache in their vaginal area so patient decreased stimulation again. Patient stated yesterday they felt "pretty good" until they were planting and bending/coming up and down then patient reported they could feel the pressure again in their vaginal area so patient decreased stimulation again. Patient stated then they called their healthcare professional (hcp) and was advised by their hcp to call manufacturer regarding this. Patient denied any recent trauma to implant site or falls. Reviewed role of patient services and therapy/implanted system overview. Patient  stated their hcp advised to try a different program. Reviewed how to change programs and patient successfully changed programs on the call and increased stimulation to a comfortable setting (confirmed feeling stimulation comfortable in bicycle seat area). Patient confirmed they were not feeling any discomfort. Recommended patient monitor and decrease stimulation or turn off therapy if at any point stimulation becomes uncomfortable. Redirected to hcp to check implanted system. Reviewed process to coordinate appt. With manufacturer representative (rep).

Event description:
Additional information received from patient. They reported their implanted system was affected by the body movement. They were getting the sapping sensation. They have called manufacturer 2022-mar-09 and changed programs. Issue has been resolved. The device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.